Event description:
It was reported that pump screen went blank unexpectedly, led was not blinking, and pump needed to be plugged into power source to turn back on. There was no adverse impact to the customer's blood glucose level. Customer needed to restart sensor sessions and reloaded cartridge after shutdown, resuming insulin therapy.